Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician replaced the internal battery and stated via email that the part will be sent in for evaluation. No part has been received at this time.

Event description:
The field service technician reported the model ltv (lap top ventilator) 1200 ventilator internal battery failed the 40 minute run down test and can not hold a charge. The customer reported there was no patient associated with this complaint.